Event description:
It was reported that a patient underwent an abdominal hysterectomy on an unknown date and suture was used. It was reported that the tip of needle broke off. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did any needle piece(s) fall into the patient? If yes, o was\were the needle piece(s) retrieved during the same procedure? If other, please explain. O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? How long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Were there patient consequences? If yes, please specify. Please provide the lot number. Please confirm if the devices are available for product analysis. If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The suture needle was not recovered from the patient therefore no faulty item was handed in. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: not specified, was procedure successfully completed? Unknown, were fragments generated? No, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: x-rays were needed d4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code. Additional information: the suture needle was not recovered from the patient therefore no faulty item was handed in. Corrected information: h6 type of investigation.